Manufacturer narrative:
The investigation was started and is ongoing. Results will be provided in a follow-up report.

Event description:
It was reported that the dome of the sola 700 detached itself from the shaft and fell on the face of the nurse during cleaning. The nurse felt pain on the nose and on the upper gums. She was unable to continue work for a few days.